Event description:
It was reported that during an a-fib procedure, the c3 nav variable lasso catheter in use, would not retract properly. The catheter was replaced with another catheter and the case completed successfully. No patient injury was reported. Multiple attempts was done to request for further detailed information such as whether or not the catheter was stuck in a locked position; did the physician have any difficulty to removing the catheter from the patient; when was this issue found, etc., however, no clarification has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.additional information:additional information later provided stated that the catheter had some contraction issue during af ablation procedure. It was confirmed that the catheter did not get stuck in deflected nor contracted position. The physician did not have any difficulty to removing the catheter from the patient.(B)(4)